Manufacturer narrative:
This information is based entirely on journal literature and follow up information received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Specific cause of death has been requested and was not received by the time of this report. Referenced article: pulmonary fluid overload monitoring in heart failure patients with single and dual chamber defibrillators. J. Cardiovasc. Med. 2014;15(4):307-314. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this system. The patient experienced heart failure (hf). The status of the system is unknown. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event. Additional information was received through another journal article. The new journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). Failure modes in the article were noted as: ¿false positive heart failure episodes,¿ urgent heart transplantation, and deaths. It was also noted that the alerts were turned off for some patients. Some patients reacted to the alerts by ¿self-adjusting¿ their medications, and some patients did not hear the alerts. Additional information obtained through follow up with the author indicated that the patient expired due to non-sudden cardiac death. Additional specifics regarding death have been requested.